Event description:
Two unknown screws, implanted for a displaced midshaft left humeral fracture, were noted as broken on followup x-ray. Patient sustained multiple injuries in a rollover motor vehicle accident ( driver[patient] was allegedly intoxicated). Fracture was proximal to a prior fracture with implanted plate (approx 6 years prior). 4.5 narrow lcp plate was implanted with screws and dbx putty. Hardware was removed and patient was revised on with plate, screws and bone paste.

Manufacturer narrative:
No investigation could be performed, no conclusion could be drawn as no device has been returned.